Event description:
During the index procedure, the pt had a 3.0 mm diameter x 24 mm length drug-eluting study stent implanted to the distal rca. Approximately 17 months post index procedure, the pt underwent a non-target vessel revascularization. Pt had a 3.0 mm x 9 mm endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the lmca and a 2.5 mm x 12 mm endeavor sprint rx stent implanted to the proximal lad. Approximately 19 months post index procedure, the pt underwent a target vessel revascularization. Pt had one other brand stent implanted to the rpda. The target study distal rca stent was patent. Pt death is reported to have occurred (date of pt's death is unk). No further information is currently available. (Ref MFR # 9612164-2011-00778).

Manufacturer narrative:
(B)(4). Evaluation, results: (death).